Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. No further tests could be performed due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned multiple motor error alarms. Customer reported that the insulin pump may recently have been exposed to high magnetic fields. Customer stated that the most recent error alarm occurred during bolus. Blood glucose level was 210 mg/dl at the time of the call. No further information was provided.